Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee procedure, the screw broke upon insertion to the femoral tunnel. All pieces were removed from the patient with an arthroscopic graspers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Incomplete screw insertion may result in poor screw performance. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. Excessive force should not be placed on the screw, bone, or delivery instruments. If the driver is removed and reinserted into the implanted screw, ensure that the driver is fully seated prior to turning the screw. Failure to fully seat the screw may result in breakage of the screw. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.